Event description:
It was reported that, "dr. (B)(6) began to use the driver and the head snapped off."

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.